Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure in (B)(6) 2006 and mesh was implanted. In (B)(6) 2007, the patient underwent a colpocleisis due to recurrence of a cystocele, pain, urination disorder and dyschezia. In (B)(6) 2007, the patient experienced another recurrence of the cystocele. A urinary catheter was inserted in the patient due to uterine prolapse and severe pain. The patient was administered large doses of purgative drug and became bedridden. The patient went to the hospital in (B)(6) 2008 because she continued to have pain since (B)(6) 2007. In (B)(6) 2008, the patient underwent reoperation for mesh removal and hysterectomy. Following the reoperation, the patient was free from pain and elimination disorder. However, the patient took for over two more years to get her body strength and energy back.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).